Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the returned sdw was found to be intact. The returned introducer sheath was found to be intact. The stent was noted inside the hub and shaft of the microcatheter. The microcatheter was flushed and the stent was removed for further analysis. The stent was found to be intact. Functional testing was not performed as the stent had been deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu, the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure and the patients anatomy was not tortuous. The stent was returned deployed within the proximal end of the microcatheter shaft and the hub of the microcatheter. An assignable cause of procedural factors will be assigned to the reported and analyzed 'stent deployed prematurely during use, as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the stent assisted embolization at acoma procedure, physician delivered the microcatheter to the aneurysm and built access. Then the subject stent was delivered into the microcatheter but it deployed prematurely at the tip of the microcatheter. The physician reported that the lumen of the tip of the microcatheter was larger. It was confirmed that the size of the subject stent was appropriate for treatment site. The deployed subject stent was withdrawn along with the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the stent assisted embolization at acoma procedure, physician delivered the microcatheter to the aneurysm and built access. Then the subject stent was delivered into the microcatheter but it deployed prematurely at the tip of the microcatheter. The physician reported that the lumen of the tip of the microcatheter was larger. It was confirmed that the size of the subject stent was appropriate for treatment site. The deployed subject stent was withdrawn along with the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.